Manufacturer narrative:
Sensor kit expiration date is 31-jan-2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was populated in g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified message and was unable to obtain readings. As a result, customer experienced hypoglycemia symptoms and a seizure and self-treated with magnesium. There's no third-party treatment reported. There was no report of death or permanent impairment associated with this event.